Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been discarded and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, after the procedure, it was noted that the balloon could not be deflated. An attempt to deflate the balloon was made using an empty syringe, but it still could not be deflated. Reportedly, the balloon had to be removed along with the scope. No patient complications have been reported due to this event attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.